Event description:
Three duplicate items failed; two did not maintain sufficient rpm to perform procedure, and third item's on/off switch failed in on position resulting in melting of housing due to heat build-up.